Manufacturer narrative:
Correction information was provided in section h.11. In the initial medical device report (MDR), unspecified company iol delivery system was entered in section d.10. However, this should not have been listed under concomitant medical products the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, when the tech nurse was about to load the lens into the cartridge, noticed that the lens was scratched. There was no patient contact. The procedure was completed on same day. There are two medical device reports associated with this complaint. This report is 1 of 2.